Event description:
Customer reported that they received a positive result followed by a negative result on their cue covid-19 test for home and over the counter (otc) us. Although requested, customer did not provide any further information that was requested.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the discrepant tests and a member of the technical support group was able to perform data analysis. Investigation could not be completed due to lack of information. Lot number or cartridge serial number were not provided.